Event description:
It was reported that the patient felt weak and went to the hospital for check. Upon device interrogation, it was determined that the device had reached elective replacement indicator (eri). The physician reported the device had reached eri prematurely. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).